Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery life was down to a week or less and display goes dim even when battery was new. The customer stated that insulin pump had twice given random no delivery and insulin blocked alarms and all of the buttons had to pressed multiple times to respond. The customer stated that insulin pump had scratches on the screen that make it harder to read the display and pump clock was too fast and has to be adjusted. Customer stated that insulin pump takes longer and is louder when rewinding and insulin comes out foamy when priming and insulin pump once rejected a new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.